Manufacturer narrative:
Complete initial reporter zip: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain had been given to the sterile field, and as the surgeon attempted to place the drain, they noted that pieces of the drain had come off into the wound. The pieces were removed, and the drain was removed from the sterile field.

Event description:
It was reported that the drain had been given to the sterile field, and as the surgeon attempted to place the drain, they noted that pieces of the drain had come off into the wound. The pieces were removed, and the drain was removed from the sterile field.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states: caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter zip: (B)(6). Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.